Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user reported experiencing dizziness and hearing noises when passing through anti theft systems. The user was implanted with a partial ossicular replacement prosthesis (porp).

Event description:
The user reported experiencing dizziness and hearing noises when passing through anti theft systems. The user was re-implanted with a partial ossicular replacement prosthesis (porp).

Manufacturer narrative:
Conclusion: device investigations of the received parts did not reveal any device defect, which would have necessitated explantation. This finding is in line with tests performed on the device whilst implanted which showed a functional device. The device was explanted upon user's request as the recipient suffered from dizziness, which is a known undesired side effect of otologic surgery. In addition the recipient was experiencing occasional uncomfortable sensations when passing through commercial theft and metal detection systems. Transient inappropriate output, distortion and/or electronic buzzing or humming can be induced by exposure to high emission sources as stated in device's IFU: "commercial theft and metal detection systems produce strong electromagnetic fields. Some implant recipients may experience distorted sound when passing through or near one of these systems". Also, no technical problem could be detected during investigation and the vorp 503 has appropriate electrical isolation. Mechanical damages found during device investigation are attributable to the removal surgery. This is a final report.